Event description:
Rptr has problems from the beginning which is why the dr operated the second time within a month of the . She might say he did not replace her implants, he merely reinserted them. The joint pain, memory loss, burning in various parts, her body she feels are were due to the gel bleed from her implants